Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell (B)(4). The home patient (hp) stated a supply bag fell and disconnected. The hp completed therapy with manual supplies. The hp discarded the sample. A follow-up call was placed to the peritoneal dialysis (pd) nurse on (B)(6) 2010. The pd nurse stated she was aware of this report and that the home patient is continuing therapy with no problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the potential use error(s) in this complaint. This incident was resolved over the phone using the current label copy. The technical service representative (tsr) reviewed proper procedures per the user manual with the home patient. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.